Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code were found in the ventilator's downloaded error log. The device's system board and power management board were replaced to address the issue.